Event description:
Regarding packaging of zimmer dermatome blade: when one opens the package, the blade is contained in a nice cardboard envelope that states "caution: sharp" on the outside. When one unfolds the envelope, the blade's sharp edge is exposed to the healthcare provider's hand rather than enclosed in the folded edge of the packaging. The envelope design is excellent; the placement of the blade inside the envelope is the potential hazard. Manufacturer response for dermatome blade, (brand not provided) (per site reporter). Contacted zimmer representative. Gathered information for reporting back to zimmer. Will pick up monday to send to company for examination.